Manufacturer narrative:
Per the instructions for use (IFU) for the device, a hematoma is a complication associated with a transapical cardiac incision and balloon aortic valvuloplasty. Per the medical literature, a left ventricular pseudoaneurysm (lv psa) is defined as an incomplete rupture of the left ventricle, contained by pericardium, organizing thrombus, and hematoma. Although lv psa may occur after cardiac surgery, trauma, or infective endocarditis, the most common cause is myocardial infarction. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. In this particular case, the cause for the left ventricle pseudoaneurysm cannot be confirmed; however, it appears that it may have been related to procedural factors (the purse string sutures may have been too deep causing an access site tear). In addition, patient factors (i.e. (B)(6) female) may have also contributed to the event. There was no allegation or indication of a device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Related to manufacturer report number 2015691-2014-02656 (lv apex tear occurred during tavr procedure).

Event description:
As reported by our (B)(6) affiliate, an apex pseudoaneurysm was observed by CT 11 months after a transapical tavr procedure. During the tavr procedure, bleeding from the suture site was more than usual but no device malfunction or adverse event occurred. At the outpatient visit 11 months post procedure, CT an apex pseudoaneurysm. Emergency surgery was performed to remove the apex pseudoaneurysm which was successfully completed. Per the latest report the patient was still hospitalized. The physician stated that severe bleeding from the suture site in the apex was observed during the procedure. It was considered due to the cardiac muscle tearing gradually from the suture site. The relationship to the device could not be denied.